Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose and hospitalization. Customer's blood glucose level was 41 mg/dl. Troubleshooting for low blood glucose was performed. Customer advised they used to be on the sensor but stopped as a result of receiving a staph infection. Customer advised there was a hole in their abdomen the size of a pencil eraser which resulted in hospitalization. Customer advised they have low blood glucose as a result of all medicines they have taken.